Manufacturer narrative:
Article citation: gohbara, m., sugano, t., matsumoto, y., nakayama, m., iwata, k., komura, n., . . . Kimura, k. (2020, january 14). Is crossability of the classic crown with the glide assist superior to the micro crown in the diamondback 360® coronary orbital atherectomy system? Cardiovascular intervention and therapeutics, 8-9. Doi:10.1007/s12928-020-00640-y. The physician attributed the event to less than ideal flexibility between the crown and tip of the device. However, this could not be investigated since the device was not returned to csi for analysis; the results of the investigation are inconclusive. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. There is currently an ongoing attempt to obtain additional information. If additional information is received, it will be provided in a follow-up MDR. Other reportable adverse events documented within this article have already been reported to csi, investigated, and reported as appropriate. Please see mdrs 3004742232-2018-00148 and 3004742232-2019-00152. Csi ID: (B)(4).

Event description:
Gohbara et al., 2020 - a literature article was published and indicated the following: treatment was performed with a diamondback coronary orbital atherectomy device, and "...a type c dissection... [Was] induced by the tip of the micro crown (fig. 4a)." The author attributed the dissection to the opinion that, "...the flexibility of the nose between the tip and the crown was insufficient." Additional information was received which indicates the dissection was treated with stent deployment, and the patient was in good condition following the procedure. The patient did not require further treatment following discharge.